Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had act button was not working well it says stuck and battery life has diminished from the first time he received insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will not be returned for analysis.